Manufacturer narrative:
As reported, a 6f-7f mynx control vascular closure device (vcd) was used following a peripheral vascular procedure. Following the procedure, the physician informed the sales rep later that evening that the patient experienced a retroperitoneal hematoma and subsequently expired. The sales rep was called to provide support during the placement of a mynx closure device. Atherectomy, angioplasty, and stenting were performed to the superficial femoral artery (sfa). A previously placed long non-cordis sheath was exchanged with a short 6f 11cm unknown sheath. During the exchange, it was mentioned that resistance was met upon re-introducing the short 6f unknown sheath back into the artery. Therefore, the 6f short unknown sheath was removed off the unknown wire, and the operator attempted to advance the sheath introducer alone which similarly did not advanced. A 4f unknown micropuncture sheath was then advanced over the unknown wire and ultimately exchanged for a non-cordis super-stiff wire. The 6f 11cm sheath was then tracked over the non-cordis wire. An angiogram was then performed. Given the difficulty observed with multiple sheath exchanges, the sales rep suggested an alternative closure method including manual compression. The operator decided to move forward with the usage of the mynx control closure device. The operator was trained with the mynx device. The device was opened in a sterile field. The mynx vcd was prepped according to instructions for use (IFU). There was no device problem with the mynx control vcd during procedure. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Heparin was used but the dosage is unknown. The target femoral site was not previously closed with any closure prior to this procedure. There were multiple sheath exchanges. There was no procedural sheath greater than 7f used. Access was already obtained prior to the sales rep arrival. Hemostasis was achieved successfully with mynx control. The patient did not develop a hematoma immediately after the sealant was deployed. The product was not returned for analysis. A product history record (phr) review of lot f2005603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿retroperitoneal hematoma¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Retroperitoneal bleeding/ hematoma refers to bleeding found in the retroperitoneal space. This most often occurs due to a back-wall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the limited information available for review, patient and procedural factors may have contributed to the retroperitoneal bleed reported. According to the safety information in the instructions for use, which is not intended as a mitigation ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned, ¿do not use mynx control vcd if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Neither the phr review, nor the information available suggests that the reported events could be related to the manufacturing process of the device. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f-7f mynx control vascular closure device (vcd) was used following a peripheral vascular procedure. Following the procedure, the physician informed the sales rep later that evening that the patient experienced a retroperitoneal hematoma and subsequently expired. The sales rep was called to provide support during the placement of a mynx closure device. Atherectomy, angioplasty, and stenting were performed to the superficial femoral artery (sfa). A previously placed long non-cordis sheath was exchanged with a short 6f 11cm unknown sheath. During the exchange, it was mentioned that resistance was met upon re-introducing the short 6f unknown sheath back into the artery. Therefore, the 6f short unknown sheath removed off the unknown wire, and the operator attempted to advance the sheath introducer alone which similarly did not advanced. A 4f unknown micropuncture sheath was then advanced over the unknown wire and ultimately exchanged for a non-cordis super-stiff wire. The 6f 11cm sheath was then tracked over the non-cordis wire. An angiogram was then performed. Given the difficulty observed with multiple sheath exchanges, the sales rep suggested an alternative closure method including manual compression. The operator decided to move forward with the usage of the mynx control closure device. The operator was trained with the mynx device. The device was opened in a sterile field. The mynx vcd was prepped according to instructions for use (IFU). There was no device problem with the mynx control vcd during procedure. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Heparin was used but unsure of dosage. The target femoral site was not previously closed with any closure prior to this procedure. There were multiple sheath exchanges. There was no procedural sheath greater than 7f used. Access was already obtained prior to sales rep arrival. Hemostasis was achieved successfully with mynx control. The patient did not develop a hematoma immediately after the sealant was deployed. The device will not be returned for evaluation as it was thrown away after the case.